Event description:
Additional information was received indicating that following the reprogramming of the device, additional noise resulting in oversensing was noted on the right ventricular (rv) lead. No additional intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
It was reported that during a remote follow up, noise resulting in oversensing was noted on the right ventricular (rv) lead. The physician suspected right ventricular lead damage; however, it is unknown if diagnostic imaging was performed. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.